Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was 575 mg/dl. Customer administered a manual insulin injection to address bg. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.